Event description:
It was initially reported that the pt was to undergo a battery replacement surgery, though she had recently been implanted. However, later information from the physician indicated that the pt's mother had noted swelling over the generator site, which was said to be "not getting worse and there [had] been no drainage or redness at the site." Later, though, there was a large fluid collection at the site. Over time, there was no gross change in the appearance. The pt was intubated due to seizures and had a fever. There was concern of a low grade infection given the wound's state. The physician commented that they would remove the generator, collect cultures, and wash the wound, leaving the lead intact for a future replacement the surgery was completed as planned, and the product was returned to the manufacturer for analysis. Information from the physician showed that the cultures indicated a seroma, and the pt had been set to 0.5 ma prior to explant. The pt was medicated with IV ancef. Attempts for further information have been unsuccessful to date.